Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds post implant along with loss of capture when pacing at maximum outputs at 0.4 milliseconds. Therefore, the device was then programmed to vvi 40 with outputs at 7.5 volts at 1.0 milliseconds. No pauses or syncopal episodes were observed. The patient was not pacemaker dependent. Subsequently, the patient was evaluated for a separate issue and it was discovered via echocardiogram that this rv lead was accidently placed into the left ventricle. Subsequently, the patient underwent a revision procedure and this product was explanted. The patient was to be implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) system in the future. No further complications have been reported.